Event description:
It was reported that the pump battery could not be charged while using the tandem-provided usb cable and wall adapter. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported impact to the customer¿s blood glucose level.